Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation will be initiated once product is received . Upon completion of the investigation, a follow up /final report will be submitted.

Event description:
It was reported that the nurse cut the cord and set it on a metal table. The metal in the cord touched the metal table and caused some smoking. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record could not be performed as there was no lot number reported for this complaint. Product examination could not be performed as there was no product returned for this complaint. However, the customer admitted that they cut the wire. This complaint is confirmed. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause of the reported event is that the customer cut the wire. Cutting the wire has the risk of causing a short circuit of the battery pack. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.